Event description:
It was reported that the patient experienced pain and discomfort in the shoulder which was caused by the leads. X-ray was taken and showed that there was a loop and that the click anchor was causing the discomfort. It was also noted that the patient had undesired sensations in nontarget stimulation area. The patient underwent a revision procedure wherein the leads and click anchor were explanted and were replaced then repositioned. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, batch/lot: (B)(4).